Event description:
It was reported that during a percutaneous transluminal angioplasty treatment procedure sheath damage occurred. The 90% target lesion was located in the moderately tortuous arteriovenous graft of the right forearm. A 7x34x75 wallstent rp encountered resistance when the physician attempted to reconstrain the stent and adjust deployment position. The wallstent was removed and it was noted that the outer sheath was "lifted". No procedure delay occurred. The procedure was completed with a different device. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).